Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected in the tear troughs with ½ cc of juvéderm volbella® xc. The patient experienced ¿swelling, lumps/bumps, pain, and redness¿ at the injection site. The events of ¿redness, lumps/bumps and tenderness¿ are intermittent (seeming to improve, only to recur). The patient was treated with antibiotics, steroids and one series of hyaluronidase with the injector and one with the treating physician. The event is ongoing.